Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main 1.1 multiple cubies had invalid cubie memory failures. A field service engineer found that the drawer had multiple cubies that failed and would not recover due to read or write errors, replaced the retractor band, reseated the row board cable in the back, and inspected the nearby cubie contacts for debris, then booted up the system and tested the drawer using the final test in the hardware test application. The test was successful. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main 1.1 displayed multiple cubie memory failures, including read, write, and invalid memory errors. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main 1.1 displayed multiple cubie memory failures, including read, write, and invalid memory errors. The customer stated that there was a delay in patient care. As per part investigation, it was determined that cross continuity between adjacent copper strands of the ¿assy retractor dwr hh cubie¿ (pn 353844-01) which led to the observed thermal damage. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h manufacturer narrative, imdrf annex codes and section b describe event or problem and section d device available for eval, returned to manufacturer on. Part analysis the reported condition of es - 2blue-fmc-wing-c main 1.1 multiple cubies read/write/invalid cubie memory failures was confirmed by field service engineer (fse) and subsequently confirmed in the dchu inspection process. According to work order (B)(4), the field service engineer (fse) reported that the drawer had multiple cubies that failed and could not be recovered due to read/write errors. The fse replaced the retractor band, reseated the row board cable at the back, and checked for debris near the cubie contacts. The system was then booted up, and the drawer was tested using the final test in the hardware test application (hta). No issues were observed during testing. During dchu visual inspection: pn 353844-01: the unit revealed copper strands showing signs of thermal damage. No fluid ingress, bends, cuts or other anomalies were observed. During dchu testing: pn 353844-01: no testing was required since signs of thermal damage were observed on the copper strands of the returned assy retractor dwr hh cubie. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the complaint of 1.1 multiple cubies read/write/invalid cubie memory failures was due to cross continuity between adjacent copper strands of the assy retractor dwr hh cubie (pn 353844-01) which led to the observed thermal damage and ultimately compromised the drawer functionality.